Event description:
During initial testing at the user facility, "sparks" were noted from the power cord when the device was unplugged form the outlet.there were no reported adverse effects and no medical interventiions were required.